Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. The customer¿s staff inspected the non-arjo sling involved in the incident and did not detect any broken loops. The arjo lift was visually inspected, and no issues were observed. The maxi 500 floor lift was equipped with a spreader bar with safety latches on each of 2 hooks. The maxi 500 instructions for use (IFU 001. 20815.en, rev. 19) includes both graphical illustrations and instructions for correct sling attachment. ¿place the attachment loops onto the hooks. Make sure the loops are positioned correctly and that the safety latches are closing the hooks as shown 'fig. 30." Based on the information provided by the customer, the non-arjo sling involved in the incident may have not been correctly secured on one of the two hooks of the spreader bar. As a result, the sling loop detached during the patient transfer. At the moment of detachment, the customer¿s staff reported hearing a ¿snap,¿ after which the resident fell. Subsequent inspection of the non-arjo sling by the customer¿s staff did not identify any broken or damaged loops. Therefore, the initial suspicion that a sling loop had ruptured was ruled out. The reported ¿snap¿ is considered consistent with the sound produced when a sling loop disengages from the hook under load. This scenario is consistent with the manufacturer¿s simulations that demonstrate that sling detachment can result from an incorrect sling installation and/or manipulation of the lift. In summary, the root cause of the incident was incorrect installation of the sling loop on the spreader bar hook, resulting in detachment of the sling during patient transfer. It remains unknown whether the use of a non-arjo sling contributed to the incident. Arjo device was used for a patient transfer when the event occurred and from that perspective it played a role in the event. The device was performing as intended. No malfunction was found during the device evaluation. The complaint was assessed as reportable due to the resident fall.

Event description:
The director of care (customer representative) informed arjo about an incident involving a maxi 500 floor lift (arjo device) and a non-arjo loop sling (manufacturer unknown). While the resident was being transferred from a wheelchair to a bed, the customer¿s staff heard a sling loop snap, after which the resident fell between the legs of the lift. The resident sustained a hematoma on the forehead without bleeding and was transported to the hospital. No additional injuries have been reported.